Manufacturer narrative:
Citation: sturla et al. Impact of aortic landing zone geometry on tavi implantation depth: comparison between acurate neo2 and portico/evolut. Open heart. 2025 may 27;12(1):e003181. Doi: 10.1136/openhrt-2025-003181. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of aortic landing zone geometry on transcatheter aortic valve implantation (tavi) implantation depth. The study population included 207 patients who were predominantly female with a mean age of 82 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r and evolut pro+ bioprosthetic valves. Among all patients, clinical observations that may have occurred in association with the valve included: vascular complications, moderate to severe paravalvular leak (pvl), arrhythmia requiring permanent pacemaker implant, and stroke. Among all patients, clinical observations that may have occurred during use of the delivery catheter system (dcs) included: access site complication requiring percutaneous transluminal angioplasty with stent placement. No further information was provided pertaining to medtronic products.